Event description:
On (B)(6) 2020, this patient underwent endovascular treatment using conformable gore® tag® thoracic stent graft with active control system (ctag/ac) for a descending aortic aneurysm. A ctag/ac (tgmr404015j/(B)(4)) was deployed as distal device. Approximately one-week post-procedure, no issues were confirmed on computed tomography during follow-up. On an unknown date, it was reported that the distal neck diameter had increased, resulting in ¿bird beak¿. In addition, the diameter of the aneurysm exceeded 70 mm (the original diameter was unknown). On (B)(6) 2022, the patient underwent reintervention. This was reported on MFR report # 2017233-2022-02797. A 22fr gore® dryseal flex introducer sheath on the right side was unintentionally pulled out, causing blood pressure to drop. The physician determined to postpone the procedure. Reportedly, after a blood transfusion, the blood pressure recovered (bleeding amount and transfusion amount are unknown). The patient tolerated the procedure. Another procedure may be performed in the future to treat the aneurysm enlargement.

Manufacturer narrative:
H6: investigation findings and investigation conclusion codes.